Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked case at display window corner.

Event description:
Customer was inquiring about the safety notification letter regarding the scroll wrap feature on the customer's insulin pump. The customer was aware of the insulin pump's recall and did not have a complaint regarding the design. The customer requested to have her insulin pump exchanged. Customer's blood glucose was 118 mg/dl. No additional information provided.